Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "¿global recall¿ because of the proven relationship between the use of these prostheses and the development of anaplastic large cell lymphoma (bia-alcl) ""ruptured","causing pain", "great psychological shock, especially given her oncological history and the proven association of the prostheses with the occurrence of another type of cancer", "was a cancer patient in 2017", "total rupture of the prosthesis", "she is a cancer patient", "prosthetic rupture","local pain" and "risk of infectious and inflammatory complications" . This record is for the left-side. Device remains implanted and it is unknown if it will be returned.

Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.